Event description:
It was reported by a nurse that high impedance was seen at a follow-up appointment on a vns patient. The nurse was advised to program the patient's device off and refer the patient for x-rays. At the moment (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.